Event description:
It was reported that prior to the start of a da vinci-assisted urology surgical procedure, the customer observed error 23025 repeatedly occurred on the left master tool manipulator (mtml) during the system startup. The technical service engineer (tse) viewed the logs and found error 23025 pointed to mtml axis 4. The customer power cycled the system, but the issue persisted. The procedure was aborted with no patient involvement with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and error 23025 was found in the logs which indicating an encoder quadrature fault on the mtm, which confirmed the fault occurred in the field. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault was on the axis 4 replicating the reported event. The mtm was then installed onto a surgeon side cart fixture test platform (sftp) where power up was found to be failing on the axis 4. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the axis 4 motor.

Manufacturer narrative:
The probable root cause is attributed to electrical and fiberoptic defect pertaining to the axis 4 motor.

Event description:
Refer to h11 for follow-up information.